Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: the report of low speeds and alarms could not be confirmed as no log files were submitted for analysis and a specific cause for the reported alarms could not be conclusively determined through this investigation. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
This event occurred at (B)(6). Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported patient had been having alarms and the pump speed is not normal when the alarms are occurring. Switching the patient from power module to batteries cause the alarms to stop. The patient gained weight during lvad support. Patient is suspected to a have a percutaneous lead issue. Patient used hospital's non-grounded cable with success. Patient is currently at home on battery support without alarms with a non-grounded cable. No further information was provided.